Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's infusion stopped when not intended without a notification in the nursing care area (medication, programmed amount and delivery rate unknown). The customer reported that "there was about 10 cc's of medication left in the bag and the pump prompted the keypad code. The code was needed in order to finish the infusion and empty the bag." It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.